Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated there were no disconnections, separations or holes in any lines. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2240. The technical service representative (tsr) had the hp cycle power and the hc alarmed with the se 2367. The tsr had the hp cycle power again to get back to press go to start. The tsr explained the alarms to the hp and advised would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated there were no disconnections, separations or holes in any lines. The hp stated he discarded the sample and did not know the lot number. The hp stated the baxter technician explained the cause of the alarm may have been that a line was caught under the wheel of the hp's bed and caused air to go back into the cycler. The hp was advised to inform his peritoneal dialysis nurse of the alarm. The hp stated he was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.